Event description:
It was reported five bladder neck suspension procedures utilizing a protegen sling were performed without incident. Sometime post procedure, five pts returned with severe pain and infection. Two out of five pts experienced inability to void. The slings were removed from all five pts without incident. No further details regarding the circumstances surrounding this event are available. The devices have not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "infection is a potential complication of any surgical procedure. Aseptic technique must be adhered to throughout the procedure. Loss of suture support may produce dehiscence at the implant wound site...loss of fixation and/or visualization of implanted graft materials. Urinary retention or temporary or permanent lower urinary tract obstruction may result from over correction induced during a urethral sling procedure." 6000043-1999-00058, 6000043-1999-00062, 6000043-1999-00063, 6000043-1999-00064.